Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 114 charging cycles were recorded in the device memory. The memory content of the device was inspected. The analysis of the available iegms showed that the large amount of charging cycles, which mostly resulted in shock deliveries, was caused due to intrinsic heart signals. The analysis of the shock holter data showed that an amount of more than 100 charging cycles was performed by the device within forty minutes on april 31, 2019. As a result of that fast successive charging, the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mos2 battery status. The amount of charge taken from the battery was verified, revealing the mos2 battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content, as well as the therapeutic functionality of the ICD, was extensively analyzed. The activation of the eos status resulted from a fast successive charging of defibrillation shocks. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
Ous MDR - the patient suffered from a continuous electrical storm and went to hospital. After checking, the device was in eos status.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned extract from the follow-up data from march 31, 2019 have been analyzed. The analysis confirmed the device status eos. The episode list documented 15 vf episodes since (B)(6) 2019, of which nine occurred on (B)(6) 2019 between 03:04 pm and 03:46 pm, with more than 50 shock deliveries. No iegms or further data were available for analysis, therefore, the root cause of the vf episodes and the battery status eos was not determinable. For a root cause investigation further relevant data or the device itself would be required for analysis. Should relevant information or the device itself become available, this investigation will be updated.